Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a "kv on in error, power off wait 10 seconds" error message. Now it will not generate xrays after a reboot. This error message will result in a system shut down. There is no report of patient injury associated with this event.